Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 322 alarm. Service evaluation verified the system error 322 alarm. The cause was identified to be a failed lower auxiliary assembly. The auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto rico, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.